Event description:
A report was received that a pt was experiencing temporary paralysis and numbness in both of her legs that lasted 3 to 5 mins. The physician does not know if the paralysis is device related, as it was not a pre-existing condition.